Event description:
During a pfo closure procedure, the discs of the 30 mm amplatzer pfo occluder (pfo) did not open in the correct shape. The pfo device was removed and opened out of the patient but it maintained the deformity. A second 30 mm pfo device was successfully implanted with the same 9f amplatzer torqvue 45 delivery system (lot: 6369826). The patient remained hemodynamically stable throughout the procedure and the procedure was not significantly extended beyond 15 minutes. The user attributed the event to a device malfunction but not to patient anatomy. The patient has been discharged.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.